Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns label content was incorrect. The following information was provided by the initial reporter: material#: 301073; batch#: 5188508. Verbatim: rcc received a complaint via email. Please see attached email from xx claims. This shipment of 100 cases was shipped via xpo with tracking (B)(4). It was delivered (B)(6) 2025. Per the denied letter from xx claims, we are being told ¿per xx return policy claim # (B)(4) was denied/closed, as per investigation found that, on item # 301073 was shipped good with enough shelf life to use. Per xx policy cannot return.¿

Manufacturer narrative:
(B)(4) - supplemental MDR - label content incorrect. A photo of a label on a carton box for a 3 ml ll syringe (part number 301073, batch 5188508) was received and evaluated. The investigation revealed that the expiration date was incorrectly printed as 2023-06-30 instead of the correct date, 2030-06-30. Although all other product information on the label was accurate, the incorrect expiration date rendered the label non-conforming to product specifications. The root cause was identified as a manual error during a date format correction, where the year was mistakenly entered and the discrepancy went undetected during label verification, resulting in the release of the mislabeled product into the field. Importantly, the certificate of compliance reflected the correct expiration date; please refer to it for accurate date information. Corrective actions included placing the batch on global hold, issuing a quality alert, and initiating a corrective and preventive action (CAPA) initiation determination (cid). Additionally, a device history record (DHR) review was completed for the provided lot number 5188508, which showed one quality notification related to the complaint defect. Complaints received for this device and reported condition will continue to be tracked and trended. This information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided.